Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 80mg/dl-140mg/dl fasting. Verified the strips expired 7/14/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 182mg/dl and 179mg/dl not fasting. Reviewed meter memory: (B)(4). The customer is concerned about all of the results he is getting from his meter. He feels that he is not getting accurate results. The customer is calling because he was told by his doctor that his meter is not working correctly and would need a replacement meter. Adverse event not reported.